Manufacturer narrative:
H6- health effect impact code 4581: disphotopsia issues. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, tmicl12.6, -12.5/2.5/092 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2022. Lens was exchanged with longer length similar power lens(sphere/cylinder/axis) due to disphotopsia issues on (B)(6) 2023. Problem resolved.

Manufacturer narrative:
Additional information: a2 - (B)(6) 1983, a3 - m, b3 - 13-sep-2022. Correction b5 - reported as the reporter indicated that a 12.6mm, tmicl12.6, -12.5/2.5/092 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2022. Lens was exchanged with longer length similar power lens(sphere/cylinder/axis) due to disphotopsia issues on (B)(6) 2023. Problem resolved. Correct to: the reporter indicated that a 12.6mm, tmicl12.6, -12.5/2.5/092 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2022. Lens was explanted and a new longer length similar power lens(sphere/cylinder/axis) was later implanted due to lens rotation not associated to low vault and glare/haloes on (B)(6) 2023. Problem resolved. Reportedly mild asc, patient is very happy. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted a 12.6mm tmicl 12.6 implantable collamer lens of diopter -12.00/2.0/092 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2022. The patient experienced lens rotation not associated with low vault, glares/halos, and a lens opacity was observed. On (B)(6) 2022 the lens was explanted. On the same day separate surgery a longer length lens was implanted and the problem was resolved. Status of eye: "mild asc. Pt very happy". The reporter indicated the cause of the event is 'other'. Cause details provided: "size probably too small". H6-health effect - clinical code: "4581: disphotopsia issues" should be removed and "1766" should be added. H6-health effect - impact code: "4629" should be removed and "4627" should be added. Claim# (B)(4).